Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) due to persistent error c-00. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and functional testing revealed that the unit generated error code c-33 upon startup and error log showed the presence of c-00. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported repeated c-00 errors was observed on the integrated electro surgical unit (iesu). The customer power cycled; however, the error persisted. The procedure was aborted with no patient involvement.